Event description:
The rptr stated that she performed a blood glucose test at home and got a result of 143 mg/dl. Thirty minutes later she visted the lab and got a test result of 224 mg/dl. She did not compare the confirmation dot on the strip to the color chart. Rptr stated that she did not have any symptoms. A control solution test was in range (numbers not available).